Event description:
Customer reported the system was locking up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and could not duplicate the reported problem. Suspect operator rebooted system during normal boot up. System operates as intended.